Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to detachment of the light guide connector which likely occurred due to mishandling. It was also noted that the base of the light guide post had deep scratches and the serial number ring was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the oes elite 4mm hd telescope light cord attachment did not attach. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Corrected fields: b5 (information was inadvertently omitted from the initial) and d8 (changed from no to yes). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to excessive force applied to the connector caused by the user's mishandling of the device. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The customer reported the issue occurred because the light guide cord was attached too tightly. When the cord was removed after the unknown procedure was completed, the connector came off with it. The problem was found before reprocessing the scope and there was no delay to the procedure or patient impact.